Event description:
It was reported that the patient experienced the cuff being too tight with an artificial urinary sphincter (aus). The aus 3.5cm cuff was explanted and a new aus 4.0cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.